Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagectomy procedure, the active blade snapped off of the device while in use inside a patient. The active blade is very hot and could have burnt internal tissues when it snapped off. Another like device was used to complete the procedure. Surgery was prolonged ten minutes.